Event description:
The device was returned due to the issue of the device not powering on. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
B3: march was the reported month of the event, but exact day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.